Event description:
It was reported via a clinical study that a dissection occurred. On (B)(6) 2023, the subject underwent treatment with two eluvia drug-eluting stents as a part of a clinical trial. The target lesion #001 was in the right proximal superficial femoral artery (sfa), extending up to the right mid sfa, with 6 mm proximal reference vessel diameter, and 5 mm distal reference vessel diameter, with 230 mm lesion length, with 100 % stenosis, and was classified as tasc ii d lesion. Prior to the treatment of the target lesion with the study devices, pre-dilation was performed by using a 5 mm x 200 mm mustang percutaneous transluminal angioplasty (pta) balloon. Treatment of the target lesion was then performed by placement of two 6 mm x 120 mm eluvia drug eluting stent study devices. On the same day of the index procedure, during the treatment of target lesion #001, a dissection of grade c was noted. In response to the dissection, post-dilation was performed using 5 mm x 60 mm ranger pta balloon. Post treatment, the final residual stenosis was noted to be 0%. On the same day, the complication of dissection was considered resolved and the subject was discharged from the hospital.

Manufacturer narrative:
A2 patient age: 85 years old at time of enrollment. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Correction: initial reporter email address added.

Event description:
It was reported via a clinical study that a dissection occurred. On (B)(6) 2023, the subject underwent treatment with two eluvia drug-eluting stents as a part of a clinical trial. The target lesion #001 was in the right proximal superficial femoral artery (sfa), extending up to the right mid sfa, with 6 mm proximal reference vessel diameter, and 5 mm distal reference vessel diameter, with 230 mm lesion length, with 100 % stenosis, and was classified as tasc ii d lesion. Prior to the treatment of the target lesion with the study devices, pre-dilation was performed by using a 5 mm x 200 mm mustang percutaneous transluminal angioplasty (pta) balloon. Treatment of the target lesion was then performed by placement of two 6 mm x 120 mm eluvia drug eluting stent study devices. On the same day of the index procedure, during the treatment of target lesion #001, a dissection of grade c was noted. In response to the dissection, post-dilation was performed using 5 mm x 60 mm ranger pta balloon. Post treatment, the final residual stenosis was noted to be 0%. On the same day, the complication of dissection was considered resolved and the subject was discharged from the hospital.

Manufacturer narrative:
A2 patient age: 85 years old at time of enrollment detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.